Event description:
When the rcp first arrived to check on the pt, "loss ac power" alarm was on. The internal battery level was at 60%. The vent was plugged into a wall outlet. The rcp unplugged and replugged the vent three times and then had the nurse bag the pt while the rcp turned vent off then on and then run sst tests. The vent was still alarming "loss ac power". Vent was pulled and removed from svc. The inhouse biomedical tech reported that he could find no problem with the vent. He checked the error logs and event logs and no errors were associated with the time of the incident. The tech ran unit extensively and manipulated the power cord. This event could not be duplicated. The unit was returned to svc. No reported problems with this particular vent since this event.